Event description:
It was reported that patient had a possible wet tap during procedure. It was noted that the physician didn't believe there were any visible signs of csf leak/drainage; however, patient experienced a headache. In turn, patient was given hydration and laid down to address this issue. Most recent update is that headache has resolved.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000158606. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.